Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of a catheter related thrombosis could not be confirmed. Returned was one arrow vectorflow catheter. The customer also provided a photo. As received, the extension line clamps were approximately half way between the juncture hub and luer hubs and in the closed position. The body and tip of the catheter were examined and no anomalies were observed. A depression was visible in the venous (blue) extension line 1.2 cm from the luer hub. A depression was also visible in the arterial (red) extension line 1.9 cm from the luer hub. The clamps were moved from the returned position. Slight depressions were visible where they had been clamped for approximately 3 weeks between the time of removal from the patient and time of sample decontamination. The instructions for use provided with the kit cautions not to clamp the tubing repeatedly in the same place. The IFU also lists thrombosis as a possible complication. A review of the device history records for the catheter did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was placed on (B)(6) 2016. The clinician noticed the tubing was damaged under the clamp and not coming back to normal state between sessions. They were concerned with the quality and long term use of the vector flow with the tubing narrowing. The catheter was removed on (B)(6) 2016 due to being dysfunctional, thrombus, and low flow. There was no patient death or complications reported.